Event description:
Information received by medtronic indicates that the customer reported communication issue between pump and transmitter and also, customer reported cannot find sensor signal alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.